Event description:
The safety feature of a straight needle failed while withdrawing from a patient. Recently, we have experienced at least 2 incidents of the safety shield failing on the bd vacutainer eclipse blood collection needles. Needle 1: "the safety feature failed to engage when withdrawing the needle from a patient. It appeared the safety broke off / fell off the hinge allowing for the needle to be exposed still when trying to engage the safety. No one was harmed in this event." Needle 2: "I just had the whole cap of the needle come off including the safety device. I¿ve been using this box all day and this was the only time I¿ve experienced this."